Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a loose drive support cap. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, missing end cap sticker and loose/protruded drive support disk.